Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming testing) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the d8 componet on the defibrillator pca. The solder pad was lifted off the board, causing the faults. The root cause for the defective d8 could not be positively identified. No adverse event resulted from the damaged monitor.